Event description:
It was reported that during a da vinci-assisted surgical procedure, the housing discs on the 30-degree endoscope were observed to have high friction during rotation. As a result, the picture was stuck on upside down view and would not return to normal vision. Additionally, recoverable faults were recorded on two robot arms. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the procedure during which the reported issue occurred was a robotic prostatectomy. There was no injury to the patient and no fragments fell from the device into the patient anatomy. The issue triggered a surgical procedure delay of 30-40 minutes. The procedure was completed using a back-up endoscope.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the date on which the event occurred was confirmed as 15-jan-2025. The surgical procedure delay was clarified to be less than 5 minutes. The event had no impact on the patient's health. Isi received the da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The defect was confirmed as binding. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.